Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic after receiving a vibratory notification. The right ventricular lead exhibited a trend of high out of range pacing lead impedance. It was noted that the impedance had also been high in (B)(6). All other measurements were stable and in range. Noise could not be reproduced with isometrics. The patient was asymptomatic. No intervention was performed; the patient will be remotely monitored via merlin.net.